Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review.

Event description:
It was reported that there was over delivery with the device. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was over delivery with the device. Tamper seal were not broken, device was in good condition with no appearance of any physical damage. No error which related to customer reported problem was found in ehl. Accuracy test was performed and passed all the reading of size on both qc slugs within the required specs. Pump was infusing as intended. Customer programed pump with 0.57ml/hr with the time setting at 2 hrs. Unable to determine, no problem was found on pump. Performed pm maintenance and all functional testing.